Event description:
A doctor reported that an eyhance intraocular lens (iol) was explanted from an operative eye of a female patient. The patient had normal topography without any significant higher order aberrations. Her vision was 20/30+2 uncorrected. She was -0.25 +0.75 x 004 20/20 but complained of poor quality of vision even with this correction in place. The lens was centered with clean capsular bag, rhexis was small but otherwise looked good. A non-johnson & johnson lens was used as a replacement. The patient was 20/25 uncorrected at her one-day post op and reported that quality of vision was dramatically improved. No additional surgical interventions required, and no patient injury reported. No further information was provided.

Manufacturer narrative:
Section d4: model number: the model number is unknown, as serial number of the device was not provided. It was indicated that the lens was an eyhance iol. Section d4: catalog number: the catalog number is unknown, as serial number of the device was not provided. Section d4: serial number: unknown, information was not provided. Section d4: expiration date: unknown, as serial number of the device was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number of the device was not provided. Section d6a. If implanted, give date: unknown, information not provided. Section d6b. If explanted, give date: unknown, information not provided. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as serial number of the device was not provided. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.